Event description:
It was reported that the customer experienced a high blood glucose level, with the meter displaying "high," but the specific value was unknown. Cause was not known. The customer took corrective action by administering a correction injection using mdi as well as performing a supply change, and followed further instructions, such as inspecting the infusion set and tubing. Technical support advised replacing supplies and resuming insulin.